Event description:
It was reported that the customer was hospitalized due to a hypoglycemic seizure. The reported blood glucose reading was 114 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed correctly. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. The customer stated that the event was caused by a bolus he took that was 7 units more than he needed. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. The basic occlusion, occlusion, and no delivery tests could not be performed because of the prime anomaly. However, the insulin pump passed the displacement test.